Event description:
It was reported that a home patient received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) in fill 1 of 4 during peritoneal dialysis (pd) therapy while connected to the hc device with a 3-prong automated pd set with cassette. During troubleshooting with the technical service representative (tsr), it was discovered that an unused supply line clamp was left open. Proper procedures were reviewed per the user manual with the patient by the tsr. The patient completed therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the alarm was due to the supply line clamp was left open. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" ((B)(4)), which is shipped with every homechoice device. Page 10-21 informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Page 15-8 instructs the user to check the lines for closed clamps. A formal review of the product family labeling will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.